Manufacturer narrative:
(B)(4). D10: unknown oxford femoral component; lot# unknown; item# unknown. Unknown oxford tibial component; lot# unknown; item# unknown. Unknown oxford bearing; lot# unknown; item# unknown. G2: foreign ¿ new zealand. Literature: samuel j lynskey, christopher m frampton, timothy g lynskey (2024) my orthopedic surgeon suggests a unicompartmental knee replacement: a detailed look at the long-term outcomes of a single surgeon¿s practice. New zealand medical journal (1-10) https://nzmj.org.nz/journal/vol-137-no-1588/my-orthopaedic-surgeon-suggests-a-unicompartmental-knee-replacement-a-detailed-look-at-the-long-term-outcomes-of-a-single-surgeo. H3: product information is unknown. No product was returned or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed.a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient was re-cemented due to a loose femoral component 4-years post-operation. Due diligence has been completed for this complaint; to date all available additional information has been received.